Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported thrombus and ldh elevation could not be conclusively determined through this evaluation. The patient underwent pump exchange on (B)(6) 2019 due to pump thrombus. The pump was not returned for evaluation. No treatment was rendered prior to pump exchange. Thrombosis and hemolysis are listed as adverse events that may be associated with the use of the hm2 lvas. Anticoagulation therapy and inr ranges are outlined in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 5 months. The patient remains ongoing with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent pump exchange on (B)(6) 2019. The patient was exchanged due to pump thrombosis and remains in the hospital in the ICU. Pump thrombosis and hemolysis were confirmed. Patient had increased ldh, free plasma hemoglobin and nt-probnp; a blood sample was the only diagnostic test performed. Patient also had increased creatinine. No treatment was rendered prior to pump exchange. The pump will not be returned. No additional information was provided.